Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the infusion set three times that day due to an infusion flow blocked alarm. Customer's blood glucose level was over 500 mg/dl. The customer treated his blood glucose level with a manual injection. The alarm was caused by a connection issue. The device was not returned.